Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the photographs identified deflated device with yellow fluid inside is observed reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device was explanted.